Manufacturer narrative:
Date of event: (B)(6) 2019. Health professional: unknown. Additional suspect medical device components involved in the event: model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm; model: sc-2218-70, serial/lot: (B)(4), description: linear st lead kit 70 cm.

Event description:
A report was received that the patient experienced retrosternal chest pain 48 hours after using high frequency programs on his scs system. Patient went to the hospital where an initial ECG showed abnormal results, followed by a second ECG test that reflected normal results. Patient had a variety of other tests done, including a nuclear test to check his heart. Patient is scheduled to have a second nuclear test, as the initial results were not specific because, per the patient, he may have moved during testing. Since this episode, patient has not had any other heart issues. Physician does not think this heart situation is related to scs.

Manufacturer narrative:
Additional information was received that the patient had received plavix and aspirin for his retrosternal chest pain. It was reported that the patient medical condition is stable, and that he only had the one reported event. A review of the manufacturing documentation for sc-1132 serial number (B)(4), and sc-2218-70 serial number (B)(4) revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient experienced retrosternal chest pain 48 hours after using high frequency programs on his scs system. Patient went to the hospital where an initial ECG showed abnormal results, followed by a second ECG test that reflected normal results. Patient had a variety of other tests done, including a nuclear test to check his heart. Patient is scheduled to have a second nuclear test, as the initial results were not specific because, per the patient, he may have moved during testing. Since this episode, patient has not had any other heart issues. Physician does not think this heart situation is related to scs.